Event description:
It was reported that asymptomatic patient presented to the clinic with stored episodes of non-sustained lead noise that appeared to be triggered by intermittent ventricular oversensing. The patient will be monitored with routine follow ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.